Event description:
Info received indicates the left foot caster is stuck in locked position and wouldn't roll.

Manufacturer narrative:
The technician adjusted the brake caster by loosening the allen bolt to the proper tension.